Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with heart rate below the limit. Upon interrogation, the patient¿s implantable cardioverter defibrillator was experiencing cross-talk and was having transmission issues due to radiofrequency chip being disabled. Programming changes were done to resolve the issues. Patient condition was stable.